Event description:
Material: 309623, batch#: 3340120. It was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb leaked. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Patient said syringes that came with kit are not good and wanted different ones. She said due to the syringes medication leaked out of bottle and she missed 1 day dose. She said there is a white cap in syringe where she is not able to see if any bubbles there. Bd syringe lot number(s): 3340120. Bd part number: 309623. Additional information provided: 1. Kindly provide the date of event. (B)(6) 2024. 2. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Yes, missed dose. 3. Kindly confirm any physical sample or photo if available for investigation? If yes, please provide the address of the facility for us to ship the return label? No samples or pictures.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully confirm this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.